Event description:
It was reported, that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous, and severely calcified vessel below knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed. And the procedure was completed with a different device. No patient complications were reported. And patient was in good condition.